Manufacturer narrative:
The electrode remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this electrode was found to have migrated out of position. Despite the electrode having slipped down, the patient was released to home pending a revision procedure planned for the following week. The physician and patient were aware of the risks for potential undersensing or oversensing, or for a needed shock to be ineffective. No adverse patient effects were reported. Boston scientific received additional information. The electrode revision was performed as scheduled, on (B)(6) 2016. The xiphoid incision was reopened and a second superior incision was made. The electrode was re-tunneled and firmly secured to the fascia at both incision sites. The device pocket was not reopened. Defibrillation threshold (dft) testing was successful. The physician believed the electrode pulled off the fascia when the patient stretched after the implant procedure. It was noted the patient was large and the electrode length did not allow for much movement. The patient was discharged the following day with normal follow-ups planned. No additional adverse patient effects were reported.